Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of essure device / no right ensure coil was identified on the scout view") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fatigue. Previously administered products included: yaz for an unknown indication. Past adverse reactions to the above products included: prevent pregnancy with yaz. Concurrent conditions were listed as gastroenteritis, bloated feeling, fatigue, electrocardiogram abnormal, obstructive sleep apnea syndrome, congestive heart failure, menopausal symptoms, morbid obesity, pedal edema, chest pain, orthopnea, uti, yeast infection, heartburn, nausea, stomach pain, joint pain, traumatic arthritis, ovarian cyst, edema, essential hypertension, peripheral swelling, abdominal pain localised and flank pain. Concomitant products included abilify (aripiprazole) in 2008, zoloft (sertraline hydrochloride), xanax (alprazolam), prozac (fluoxetine hydrochloride), lasix [furosemide], klonopin (clonazepam) and amitiza (lubiprostone). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007 she experienced vaginal haemorrhage ("abnormal bleeding (vagina)"), heavy menstrual bleeding ("menorrhagia"), depression ("depression") and anxiety ("anxiety"). In 2008 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011 she experienced gallbladder disorder ("gastrointestinal or digestive system condition gallbladder removal"). In 2014 she experienced device dislocation (seriousness criteria medically important and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically important), migraine ("migraines") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). An unknown time later she experienced uterine pain ("area surrounding my uterus"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, all of the eventsnone of the events had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, gallbladder disorder, genital haemorrhage, heavy menstrual bleeding, migraine, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: results: unilateral -left-sided essure coil with complete b. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-sep-2020: pif received. Removal details updated. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of essure device / no right ensure coil was identified on the scout view") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fatigue. Previously administered products included: yaz. Past adverse reactions to the above products included: prevent pregnancy with yaz. Concurrent conditions were listed as gastroenteritis, bloated feeling, fatigue, electrocardiogram abnormal, obstructive sleep apnea syndrome, congestive heart failure, menopausal symptoms, morbid obesity, pedal edema, chest pain, orthopnea, uti, yeast infection, heartburn, nausea, stomach pain, joint pain, traumatic arthritis, ovarian cyst, edema, essential hypertension, peripheral swelling, abdominal pain localised and flank pain. Concomitant products included abilify (aripiprazole) in 2008, zoloft (sertraline hydrochloride), xanax (alprazolam), prozac (fluoxetine hydrochloride), lasix [furosemide], klonopin (clonazepam) and amitiza (lubiprostone). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007 she experienced vaginal haemorrhage ("abnormal bleeding (vagina)"), heavy menstrual bleeding ("menorrhagia"), depression ("depression") and anxiety ("anxiety"). In 2008 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011 she experienced gallbladder disorder ("gastrointestinal or digestive system condition gallbladder removal"). In 2014 she experienced device dislocation (seriousness criteria medically important and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically important), migraine ("migraines") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). An unknown time later she experienced uterine pain ("area surrounding my uterus"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, none of the events had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, gallbladder disorder, genital haemorrhage, heavy menstrual bleeding, migraine, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: results: unilateral -left-sided essure coil with complete b. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.